Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused), no pictures were received. No batch#s were provided. No clarification or further information was received from the customer. Without basic information, a thorough investigation is not possible. Due to insufficient information, the complaint was closed as cannot be determined.

Event description:
Customer states the needle detached from the holder and remained in a patient's arm.